Manufacturer narrative:
On 25 july 2018 the r&d project manager made the visual inspection of the devices, commenting: during the analysis it is evaluated that the terminal is screwed inside the cup. It is unscrewed using the screwdriver ref (B)(4). Looking at the terminal surface it is evaluated that the balinit coating is scratched. In addition also the threaded part is scratched. There are also some scratches on the cup surface. It is possible to suppose that the scratch of the balinit coating caused the block of the terminal inside the cup. Batch review performed on 27 july 2018 lot 1755175: (B)(4) items manufactured and released on 13 april 2018. No anomalies found related to the problem. To date, this is the first similar event reported on items of the same lot.

Event description:
During surgery the terminal for cup impaction remained stuck in the cup. The surgeon completed successfully the surgery using back-up instrument and implant. The surgery was completed successfully.